Event description:
It was reported the customer received a no delivery alarm during a manual prime. The mother stated her son's blood glucose was 445 mg/dl. The customer has reverted to manual injections. Troubleshooting found insulin was able to exit from the tubing. The insulin pump alarmed no delivery again during a manual prime. The customer was advised the insulin pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).